Event description:
It was reported that the system was removed due to infection.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received review of quality records: device evaluation anticipated but not yet begun